Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed due to failure of osseointegration. The implant was placed on (B)(6) 2021 for tooth number 5. The implant has been removed on (B)(6) 2022 and unknown if the implant has been replaced. The patient's bone type is ii. No further information has been provided.

Manufacturer narrative:
The device has not been returned. However, the non-visual investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6101655 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for hahn tapered implant lot#6101655 is not applicable for review since the issue is customer related. Investigation methods/results customer has not returned the reported device or provided pictures for review to date. However, the non-visual device investigation has been completed. Root cause "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Additional information b.5 - describe event or problem additional information h.6 - adverse event problem corrected section a.5 - from not hispanic/latino corrected section b.2 - from required intervention to prevent permanent impairment/damage corrected section b.7 - from none to periodontitis corrected section d.3 - manufacturer name, city and state corrected section g.1 - contact office (and manufacturing site for devices) or compounding outsourcing facility corrected section h.1 - type of reportable event corrected section h.4 - device manufacture date the manufacturer internal reference number is: (B)(4).

Event description:
The implant was not replaced. Upon examination, provider noticed inflammation, infection and granulation/fibrous tissue around the implant.

Manufacturer narrative:
Additional information: h6 (type of investigation) corrected information: (health effect - impact code, medical device problem code, investigation findings, investigation conclusions) a5 in the previous report was inadvertently reported as not hispanic/latino, however, this information was not provided. CAPA ca-00016 manufacturer reference: comp (B)(4).

Event description:
It was reported that the hahn tapered implant failed due to failure of osseointegration. The implant was placed on (B)(6) 2021 on an unspecified tooth but tooth #5 and #30 were mentioned by the reporter. The bone quality was ii/iii and the oral hygiene was fair. Implant mobility was noticed during progress check on (B)(6) 2022. The patient returned for examination and the provider reported inflammation, infection, and granulation/fibrous tissue around the implant. On (B)(6) 2022, the implant was removed from the patient and not replaced. The patient required bone grafting after implant removal. The patient's symptoms resolved after implant removal and there was no patient injury.